Event description:
Philips received a complaint on the heartstart xl indicating that the battery calibration failed during self-test. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the reported problem was determined to be due to a faulty battery. The issue was resolved by replacing the battery and the product is back in service.

Manufacturer narrative:
Phone number: (B)(6).